Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure in which the generator was in use, the patient received a burn injury. According to the report there were multiple blisters at the grounding pad site. The return electrode was a non-medtronic device that was discarded by the customer. The instrument was switched from monopolar to bipolar in order to complete the case. Additional information has been requested but has not been provided to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.